Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11-jan-2022. H.6. Investigation: our quality engineer inspected the 10 samples submitted for evaluation. The reported issue was not confirmed upon inspection and testing of the samples. The samples showed no damages or irregularities and were found to be within specifications. The samples underwent leakage testing following our own internal procedures and none of the samples showed signs of leakage. Bd cannot determine a manufacturing root cause since the defect was not confirmed. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that 2 bd saf-t-intima¿ IV catheter safety systems experienced leakage from the tubing. The following information was provided by the initial reporter: there was leakage found at the extension tube during using.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd saf-t-intima¿ IV catheter safety systems experienced leakage from the tubing. The following information was provided by the initial reporter: there was leakage found at the extension tube during using.